Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that the customer had intermittent unspecified cartridge issue. Reportedly the customer was using cold insulin and not performing the air removal step. Tandem technical support educated the customer that using cold insulin and not performing the air removal step is off label per the tandem user guide. Customer's blood glucose level was 180 mg/dl, multiple attempts were made by tandem technical support to regarding the issue; however, no response was received. No additional information was provided.